Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently had a blood glucose level of 436 mg/dl, which was treated with the insulin pump and manual injection. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.